Event description:
A patient was in the or for vascular procedure, femoral/femoral bypass. The patient was to be prepped from the nipples to the heels. The patient had a colostomy. A sterile colostomy bag was requested. A package was opened by the circulator nurse and placed on the sterile field. When the colostomy bags in the storage area was checked at the end of the case it was discovered that both sterile and non sterile colostomy bags were present with similiar packaging. Sterile bags were marked sterile - non sterile bags were not marked - nonsterile.